Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, noise and t-wave oversensing were observed. Diagnostic imaging revealed externalized conductors. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
External insulation abrasion was noted at 13.2-13.3cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.5-10.7cm from the distal tip. Internal insulation abrasion was noted at 13.0-14.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion between the rv conductor and inner coil was noted at 7.0-8.5cm from the distal tip. The rv conductor etfe coating was abraded at this location. This is consistent with the observations from the field of noise and sensing anomaly.